Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 14 days of data (03jul2019 ¿ 17jul2019, per the time stamp). On 07jul2019 and 14jul2019, the controller recorded intermittent power cable disconnect as well as no external power alarms while the patient was switching from the power module to the 14v li-ion batteries. The associated voltage levels suggested that these alarms occurred as a result of both system controller power cables being simultaneously disconnected during a power source exchange. These alarms did not affect the controller's ability to support the pump at the set speed as the system was supported by the backup battery. Despite these events, no other atypical events or alarms were captured in the log file and the pump appeared to function as intended, operating above the low speed limit for the duration of the log file. The mobile power unit was not returned to abbott for evaluation and remained in use. Analysis of the submitted log file indicated that the root for the no external power alarms was due to both power cables being disconnected simultaneously during a power source exchanged when the patient was switching from the power module to the external 14v batteries. Section 3 of the heartmate 3 patient handbook entitled ¿powering the system¿, instructs the users to keep at least one power cable connected to a power source at all times. Heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ and heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ address all alarm conditions including those associated with no external power and power cable disconnect alarms, and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook under section 4 ¿living with the heartmate ii¿ and heartmate ii instructions for use under section 6 ¿patient care and management¿ explain the proper steps of exchanging external batteries with charged batteries/power module. Both documents caution the user to only change one battery at a time during power source exchange. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on 17apr2019. It was reported during log file analysis that the patient experienced a low power hazard/no external power alarm on (B)(6) 2019 and (B)(6) 2019 when the mobile power unit (mpu) lost power connection. Tech services stated that this could have been due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There were no other unusual events seen within the log files. The patient did not experience any adverse effects related to the no external power events. The mpu does have a v-lock connector on the a/c power cord. It is not known whether the power cord came loose at the wall/outlet or the back of the unit. There were no environmental circumstances that would have affected a/c power at the time of the event such as loss of power to the house. No equipment will be returned for evaluation. No further information was received.